Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed pairing test with (B)(6) bluetooth device and passed functional testing was performed and there was no failure detected. The customer complaint is not confirmed because there is no transmitter error in the cloud and it passes all testing. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.